Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 7 fr 45 cm destination sheath and dilator were returned for product evaluation. The dilator was partially mated to the sheath when received. Visual inspection of the sheath revealed a flattened segment was observed. Measurements of the flattened segment was found to be starting at 32 cm from the hub and ended at 40 cm. The dilator was partially mated with 30 cm from the dilator hub sticking out of the sheath. The outer diameter of the sheath was measured to be 0.097" which was within the manufacturer specification. No other visual anomalies were observed. Based on the return device, the complaint can be confirmed for sheath mechanical damage. The operations quality engineer was notified of the complaint. Based on the investigation and consultation with ops quality engineer, the cause of the event cannot be determined as it is likely that the flattening of the sheaths could have occurred due to the application of transverse compressive forces .the source of these forces could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that big resistance was felt when the destination dilator was inserted into sheath and could not be fully inserted. The physician stated that they felt there was something wrong in the inner lumen of the sheath. The doctor replaced the device with another 54-74501, it worked normally, and the procedures were completed. There was no patient injury/medical or surgical intervention required. The patient was in stable condition and the procedure outcome was a success. There were no other devices or equipment used with the reported product. Additional information was received on 23sept2020. The event occurred prior to use on the patient, during assembly of the sheath and dilator components for use. The issue was found before use.